Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch basic enhanced meter continued to prompt the message of "insert strip," even after a test strip had been inserted. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on an unspecified date in approx three months earlier. The pt denied making any changes to his diabetes management as a result of the reported issue. In addition, the pt denied developing any symptoms prior to, during, or after the issue began. However, on the following month prior to original month, the pt reported being treated with a "glucagon injection" during a visit to a clinic. The pt claimed they tested his blood glucose while at the clinic and obtained a "high reading." The pt did not recall that result. It is not known where the "high reading" was obtained in relation to the reported 'glucagon injection'. At the time of troubleshooting, the customer care advocate (cca) confirmed that the pt was using the correct testing technique. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose, due to the reported issue and reportedly had to receive treatment from an hcp after the alleged meter issue began.